Event description:
It was reported that the physician was utilizing an ultravac 90 with integrated cable wand during which the insulation from the shaft of the wand came off. It was unk if any device fragment fell into the pt portal. The procedure was ultimately completed with no reported complications.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Reference manufacturer's report no. 9019871-2012-00306.